Event description:
It was reported that the end caps of a solution administration set were "loose in the package." This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a retained sample from the same lot was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.